Manufacturer narrative:
The device was received with indentations and site stickers on exterior housing. The battery compartment has signs of previous battery corrosion on battery flat contacts, sidewall, and back of battery door. Evaluation found the units pre-recorded voice message will not play when the unit is set to voice only and voice and tone modes, only a clicking sound can be heard due to a defective cob1 voice chip. Being that the unit is more than four years old, it is likely the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported when the alarm is set to the voice and tone mode the voice part does not sound. The date the issue was discovered is unknown and no patient incident or injury was reported.